Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead warning occurred for low impedance.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017, 37642 neuro programmer, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning for an unknown reason and intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.